Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained oversensing episodes due to post paced t wave oversensing were observed via a merlin.net transmission. The patient was asymptomatic. The device was reprogrammed.